Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis revealed that the guidewire was bent at approximately 56.5cm and 93.0cm from its proximal end and slightly bent along its distal polytetrafluoroethylene (ptfe) section. In addition, the polytetrafluoroethylene (ptfe) coating was observed to be peeled off at approximately between 25.0cm and 35.0cm from the proximal end. During functional evaluation, the resistance was felt when the guidewire was loaded and advanced through the returned microcatheter. Additional information provided by the customer indicated that no anomalies were noted to the guidewire prior to use, the dispenser hoop was flushed with saline before removing the guidewire, the provided guidewire introducer was used during the insertion process to facilitate the introduction of the guidewire into the microcatheter and the devices were prepared as per the device directions for use (dfu). The resistance was observed somewhere between the shaft to tip when it was advanced in the microcatheter hub. Is probable that difficulty in advancing the guidewire into the microcatheter and handling of the guidewire during the preparation may have caused the anomalies (guidewire bent and ptfe coating peeling) observed during device analysis. Because the introducer and torque device were not returned, no anomalies were found with the microcatheter and the review and analysis of available information failed to identify a definitive cause, an assignable cause of ''undetermined' has been assigned to this investigation.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeled. There was no clinical consequence to the patient due to this event.